Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed 3 episodes of high voltage therapy delivered. It was determined that the device was over-sensing electromagnetic interference, which triggered the high voltage therapies to be delivered. No intervention was performed. The patient was in stable condition.